Event description:
A surgeon reported that a patient who received calstrux in 2005, developed an infection in the iliac crest graft site about one month later. Calstrux was also used in the humerus with no known ill effects. The outcome was unknown. The surgeon suspected the event was not related to calstrux. The event was deemed nonserious.